Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via an 18f sheath hole prior to an interventional abdominal endoprosthesis procedure. The sutures of two proglide devices were successfully pre-placed and the endoprosthesis procedure was completed. Reportedly, post procedure, one of the proglide knots would not advance [knot lock]. An additional, unspecified device was used with the remaining proglide suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.